Event description:
Single glidescope blade had a failure of the video going out on insertion into the airway. Provider was experienced and had to finish intubation without a scope. No injury or delay in care. FDA safety report ID# (B)(4).